Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of the burr hole device kit for deep brain stimulation, one of the small posts of the burr hole clip broke off. No patient symptoms were noted, and no surgical intervention was planned or occurred. No troubleshooting or interventions were performed. The issue was resolved at the time of the report, and the device remains implanted and in service. No patient complications have been reported as a result of this event.